Event description:
Shoulder instrument, inserter/impactor, glenoid head. Inserter broke off into trial glenosphere.

Manufacturer narrative:
The rsp head inserter/impactor shaft broke from excessive loads applied to its threaded distal tip. There is a reusable device that uses a thin diameter shaft to connect with the recessed threaded section of the glenoid head. Most likely, the forces that caused the failure were bending loads on an angled shaft, or impact forces on the threaded tip. This conclusion was supported by a review of the fracture pattern of the broken tip. It is unlikely that high torques on the shaft caused the breakage since they would be more likely to cause galling of the threads, but not fracture of the shaft. If the shaft was angled, the bending load may overstress the distal tip lodged in the glenoid head. If the device had high impact loads, then that may exceed the load limit of the threaded tip. This complaint is closed.